Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 120 mg/dl and the sensor glucose was 50mg/dl at the time of the incident. Sensor glucose and blood glucose difference was not within acceptable range. Insulin delivery was not suspended due to sensor glucose values of 70mg/dl. Threshold suspend limit in sensor settings was 70mg/dl. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications. See attached file for results.